Event description:
The reporter indicated the surgeon inserted a +21.5 diopter cc4204bf collamer single piece lens and the trailing haptic was torn. The lens was removed with no patient injury and the backup lens was implanted. The reporter indicated that the cause of the torn haptic was due to the injector, cartridge and foam tip plunger. The pt's current condition is good.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately. The patient tests his blood glucose 10-12 times a day. He manages his diabetes with sliding-scale humalog insulin. The patient indicated that the alleged issue started on an unspecified date/time 6 days prior to contacting lfs on (B)(6) 2010. Due to the alleged issue, the patient claimed that he "fainted" and was rushed to a hospital via an ambulance. The patient claimed that he received IV glucose treatment and was hospitalized for an unknown period of time because of the alleged issue. The patient was unable to recall what his last meter reading was prior to fainting. The patient also could not recall if he had tested his blood glucose while feeling low. It is not known what actions the patient took prior to the event. The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed fainted, was hospitalized, and received IV glucose treatment because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.